Event description:
It was reported that the port was implanted via the right subclavian for chemotherapy. After the third chemo treatment, a leak was detected and the report was removed. There were no associated pt complications.

Event description:
The port with catheter was returned for evaluation. Our analysis determined that the catheter was properly attached to the outlet/lock collar of the port. A visual inspection of the attached catheter body shows no signs of damage. The port assembly was leak tested by submerging it in water. Air was injected into the port body and it exited at the open end of the catheter. When the end of the catheter was occluded and air was again injected into the port body, no leakage was detected at any point along the length of the catheter, port body. After this rigorous testing no leakage could be found. Therefore, the complaint cannot be confirmed.